Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic complexes. The patient was brushing his teeth at the time of one of the shocks. The sensing vector was programmed to the secondary vector. Technical services advised some programming options. The local representative ran the sensing auto setup feature and found that the primary sensing vector was the best. The device was then successfully reprogrammed. There were no additional adverse patient effects. The system remains implanted.